Manufacturer narrative:
(B)(4). Evaluation summary: the intent of the lag screw and sliding nail cap design is to allow the lag screw sliding to help allow fracture settlement. No further investigation can be made at this time with the available information. Cause cannot be definitely determined. Evaluation: no product, pre-op, or post-op x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted on (B)(6) 2006, due to a right femoral fracture. The lag screw has migrated a moderate distance. It is unknown if a revision surgery is scheduled or not.